Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial (B)(6) : product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial (B)(6), ubd: , UDI (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that for a while they have been having issues with their controller. Patient stated that when they go to charge their implanted neurostimulator, the controller keeps throwing up a code to call medtronic. Patient reported that this has been going on for about 6-7 months about a month after the spring daylight savings. Patient mentioned the controller would not let date or time. Recently the controller has been unresponsive and black screen. Agent asked the patient if they could recall the details of the error code and the patient stated that they could not remember the details and that the error was not every time they use the controller. Patient stated they would unplug the controller then plug it back in and then the controller was usable again. Patient noted that they were in a severe amount of pain because they were unable to charge or do anything with the controller. Troubleshooting was unable to be completed because the call disconnected. Agent attempted to call the patient back and the call went to voicemail. Agent directed patient to call patient services back for further assistance. Pt called back after getting disconnected. Agent continued troubleshooting with pt and controller did not wake up when plugged to wall without battery. Controller did not wake up when battery was inserted either. Agent emailed repair for replacement controller. Patient was extremely escalated and would not cooperated with agent/agent's instructions and agent had extreme difficulty working with patient. Agent was unable to gather the reset of the serial/model numbers because patient refused and due to the nature of call agent dismissed asking further. During the call patient inserted 'special' batteries into the replacement controller because the original battery would not work. Initially patient was able to pair the replacement controller to their implant then tried to charge their implant but couldn't charge their implant. Patient noted they could not stand and would not cooperate with agent. Eventually agent was able to get patient to remove the battery and plug the ac power into the replacement controller. Controller powered on. Patient inserted the battery and green light was confirmed but would not confirm if it was a solid or fla shing light. Patient got no device found and agent explained to the patient multiple times what the message meant but patient was extremely rude and could not comprehend. Patient plugged the recharger and got the recharge the controller message. Patient would not listen to the agent. Patient demanded a battery pack replacement. Agent reviewed with patient that replacing the battery pack would most likely not resolve the issue (controller most likely needed to be charged then patient would have to go through passive recharge mode since implant hadn't been charged in some time). Agent was unable to collect serial numbers or inspect the recharger. Patient noted that they were going blind and couldn't read. Upon further review patient also requested for an ID card to update their name but due to the nature of the call and patient being extremely rude and escalated agent did not collect information.

Manufacturer narrative:
Continuation of d10: product ID: 97745bp, serial#: (B)(6), product type: accessory. Product ID: 97745, serial#: (B)(6), product type: programmer, patient h3: analysis of the controller found stim button bosses broken on lcd. Unit scrapped due to lcd not available. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.